Manufacturer narrative:
The device lot number was not reported; therefore, manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail single use 600¿m laser fiber was used during a holmium laser enucleation of the prostate (holep) procedure on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl. According to the complainant, during introduction, prior to any energy being fired and outside the patient, the laser fiber broke approximately midway down the fiber body. The procedure was completed with another lighttrail single use 600¿m laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.